Event description:
Report received of a tubing separation. The customer reported that while transferring a bag of normal saline with 20meq potassium chloride to a new IV site with a saline lock, the distal tubing tip broke off in the clave of the previous IV site, and it was noted that there was approximately a dime size amount of blood visible on the sheets. The tubing set and extension set were reportedly less then 24 hours old. The tubing set was changed, and the IV was discontinued with no further problems. There was no delay in therapy or adverse patient effect. Though requested, no further information was available.